Event description:
During a lap transverse left colectomy when using the harmonic scalpel generator and attempting to cut the tissue and the tissue wasn't cutting effectively and blood was pooling at the site. Another generator, along with the same handpiece and insrument, were used to complete the procedure. No pt consequence.